Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs revealed the device had displayed an error message (sf179) related to the super capacitor. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that sf179 was due to a super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a leaky main circuit board. Review of the device data logs revealed the device had displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had a leaky main circuit board. Review of the device data logs revealed the device had displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device main circuit board was returned to resmed for an investigation. Re-review of the device data logs could not confirm the reported sf179. Based on the available information, the event does not meet the reportability requirements as described in section 21 cfr 803.50. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).